Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's programmer displayed an "in the box" icon and the patient was unable to adjust stimulation. If additional information becomes available, a follow-up report will be sent.